Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 571 mg/dl. The customer treated with manual injections. Customer's blood glucose value was 377 mg/dl at the time of the call. Troubleshooting was performed. The customer experienced delivery issues. The customer was unable to check for presence of air bubbles. The customer will call back to troubleshoot. The product was not returned for analysis.